Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a chipped end on the forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not involve any missing or detached material from the instrument¿s blade, and no fragments fell from the device during use. There was no collision with other instruments that could have caused the issue, and there were no patient injuries as a result of the event. No photographic images or videos are available for review. The issue was resolved by using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.